Event description:
Caller reported that a tandem mobi cartridge alarm 35 a occurred for the third time since october 9, which prompted a replacement of their pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response to the recurring issue, the customer changed their site early, and the technical support agreed to send infusion set replacements and a pump with updated software. The customer was instructed on handling the replacement process and acknowledged all the necessary steps.